Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant due to anatomical reasons, an appropriate implantation position could not be determined and prolonged procedure time and manipulation caused overheating of the delivery system, making operation difficult. The delivery system could not maintain its proper shape. The operator¿s pushing force was difficult to transmit, resulting in situations where fixation could not be achieved and dancing was observed. Even when fixation succeeded, high thresholds and unstable pacing were observed. Overheating of the body shaft was confirmed. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.